Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. On their old insulin pump they received motor error alarms. The customer had issues with the bolus and basal. The customer also had issues with air bubbles in the reservoir. The device was not returned.